Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation from the right ventricular (rv) lead dislodgement, which resulted in high thresholds, no capture, undersensing, and small r-waves. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.